Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of embolism, stroke and weakness are listed in the product instructions for use as known potential and observed adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that a couple hours after the uneventful right internal carotid stenting procedure with the xact stent, the patient experienced a stroke with left sided weakness. There were no patient symptoms during the procedure. The patient was given intravenous tissue plasminogen activator treatment. CT angiography on (B)(6) 2011 revealed a patent stent in the right internal carotid artery. On (B)(6) 2011 MRI revealed multiple areas of acute infarction bilaterally, suggestive of emboli, but no hemorrhage. The patient's condition is improving. No additional information was provided.